Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic. Upon interrogation, inappropriate antitachycardia pacing therapy for supraventricular tachycardia was noted. No undersensing or blanking occurred. No adverse consequences to the patient. Per physician request no programming changes were made. The patient was stable.